Event description:
New information received notes that insulation damage was observed visually on the lead. The lead was capped and replaced on (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was explanted and replaced. There were no patient consequences.